Event description:
It was reported that there was a loud explosion noise from the unit.

Manufacturer narrative:
Alleged failure: loud explosion. Cause codes: rpbf : power board failure. Repair code. Pb : replace power board. Furthermore, reportability decision was check for consistency. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Alleged failure: loud explosion. Cause codes: rpbf : power board failure. Repair code: pb : replace power board. Furthermore, reportability decision was check for consistency. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a loud explosion noise from the unit.